Event description:
The customer contacted physio-control to report that their device was constantly rebooting itself upon powering on. As a result, defibrillation was not possible. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the removed system controller (sc) pcb assembly and determined that the cause of the reported issue was a heat sensitive integrated circuit (ic) chip, designator u61.the removed user interface (ui) pcb assembly was an ancillary part and there was no failure of this assembly.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device but was unable to duplicate the failure to complete the boot up cycle. The device powered on and booted up properly when prompted. Physio replaced both the system controller (sc) and user interface (ui) pcb assemblies for an unrelated issue and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.